Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that upon reviewing a follow-up film of a patient reported a "foreign" material within the breast tissue. The doctor contacted the sales associate to the suspicious object on patient's mammogram. The doctor has requested an investigation for a possible defect within the probe. There has been no "official" patient consequence reported. No product return.